Event description:
It was reported that the 9900 sys was inoperative for a demo on arrival. There was no pt involvement.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack and charger, filament driver, and power module were replaced during the svc cal. The sys was tested and found to be working as intended and put back into svc.